Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. It was further reported that the atrial channel on the implantable pulse generator (ipg) was missing atrial-sense markers during this event. The lead and device remain in use. No patient complications have been reported as a result of this event.